Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue ¿ single was not confirmed via returned device analysis. Also, returned device analysis identified minor difficulty advancing the returned cds through the sgc and minor difficulty removing the returned cds from sgc. Additionally, it was observed that clip introducer was deformed, clip cover was frayed, gripper line was kinked, frictional element was bent, and gripper cover was bulky. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided and the analysis of the returned device, the investigation was unable to determine a cause the reported single gripper actuation could not be determined. The reported difficult to advance the cds to the sgc and difficult to remove the cds from the sgc appears to be related procedural circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) and clip delivery system (cds) were prepared without issues. While advancing the cds through the sgc, physician felt the device stop and stated it could no longer move forward. The cds was attempted to be retracted, but that was no longer possible. After a few attempts, the cds was able to advance, and the clip was able to reach the left atrium (la). However, while in the la, it was observed one of the grippers was no longer functioning. Therefore, the physician wanted to remove the cds. The cds was attempted to be retracted but was unable to be pulled back into the sgc. The two devices were pulled back into the right atrium (ra) and the cds was able to be retracted into the sgc. Upon removal, damage was noted on the soft tip of the sgc. Both the cds and sgc were replaced. One clip was then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.